Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a red alert for high out of range shock impedances. This issue will be followed-up on in the future. Subsequently, additional information was received that a follow-up procedure took place to check the proximal coil connection. High impedance measurements were noted with the proximal coil connection, and impedance measurements of 62 ohms were noted with the distal coil configuration. An x-ray was performed, and it was suspected that the ds-1 proximal pin is not completely inserted. In order to provide this patient with adequate therapy the distal coil configuration was programmed. Impedance measurements were taken, and were found to be within normal range. Within the near future, this patient will undergo a procedure to evaluate the connections. Additional information was received that this patient underwent a revision procedure. The decision was made to reprogram the vectors due to this patient having experienced out of range shock impedance measurements. The proximal was removed, which resulted in shock impedance measurements being within range. There were no adverse patient effects reported, and no allegations against the boston scientific products.